Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A diabetes therapy consultant reported via email of hospitalized high readings. The customer had a seizure from a low blood glucose and fractured leg 2 to 3 months ago. The customer had to go to the hospital. The customer was hospitalized 2 years ago due to diabetic ketoacidosis. The customer's blood glucose reading was not provided. The customer declined help from 24 hour helpline.